Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The nurse stated that the customer had issues with the infusion set and no delivery alarms. The caller requested to contact the customer in a few days to troubleshoot the insulin pump. Attempted to contact the customer several times with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.